Event description:
A malfunction on a pump was reported by a caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was allowed to continue using the pump and was advised to contact support if the issue reoccurred.